Manufacturer narrative:
The tech replaced the power control board assembly to repair the bed.

Event description:
Info received indicates the bed has no power due to fluid ingress on the power control board assembly.